Event description:
It was reported that the patient never had therapeutic effect. Patient was unhappy. It was noted that the day prior to this report the implantable neurostimulator (ins) was on and was not working. Patient turned the ins off the night prior to this report because the dyskinesia was so bad. On the day of this report the patient turned ins back on but after about an hour had to turn ins back off because the dyskinesia was bad again. Patient noted that the health care professional (hcp) stated the stimulation on the right side was strong and the stimulation on the left side was weak. It was noted that the patient freezes while walking. Patient¿s next follow up appointment was 6 weeks from the time of this report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no stimulation sensation. The patient was not feeling the stimulation. The ins was reportedly not helping with symptoms. The patient turned stimulation up; stimulation was at 1.3 and 1.5 with no programs available.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va07u49, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# v944205, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).